Event description:
It was reported that during device unpackaging and prior to use, the balance middleweight universal (bmwu) guide wire tip was linear [straight] and not a pre-formed j-shape. There was no patient involvement. The device was not used. A second bmw universal guide wire was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device marking issue was able to be confirmed. The angle of the bend curve was less than 35 degrees which is below the specification of 45 degrees to 60 degrees. In this case, as there was a bend noted to the tip of the guide wire, it is likely that the guide wire tip j shape was correctly applied during manufacturing and handling at the account may have contributed to the slight straightening of the tip thereby lessening the j shape angle of the tip. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.